Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed an unk "fatal error" message and performed a power reset. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.